Event description:
The head of a trinity screw broke off during surgery. The broken part of the screw was left in the bone and another screw was implanted with no reported issues. Surgery was not delayed and there was no reported patient impact.

Manufacturer narrative:
Per -3502 final report. Additional information including post-op x-rays, whether an alternative screw was implanted and whether adequate fixation of the cup was acheived was requested in order to progress with the investigation of this event. However, no further information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further information can be conducted and the root cause of the reported event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information and an update on the patient has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The head of a trinity screw broke off during surgery. The broken part of the screw was left in the bone and another screw was implanted with no reported issues. Surgery was not delayed and there was no reported patient impact.